Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer suspended insulin until bg was at a safe level. And ate food to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.